Event description:
It was reported to philips that the device is not passing the functional test. There was no patient involvement.

Manufacturer narrative:
The customer requested that the device be returned to bench for evaluation. The bench found that the processor pca and ac power module would need to be replaced. The bench performed a complete evaluation of the device and concluded that the processor pca and ac power module would need to be replaced. A quote was sent to the customer but did not accept the repair quote. The device will be returned to the customer unrepaired. . The device remains at the customer site and no further evaluation is required at this time.